Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipak¿ concentric luer lock syringe ¿when screwing the trocar needle onto the luer lock syringe, the latter broke in half in the lower part of the body. The needle broke in half in the ¿syringe¿s body (barrel).¿ there was no report of injury or medical intervention.

Manufacturer narrative:
One unused sample has been received for investigation of 50ll lot 1612249p. Upon visual inspection of the sample received, the barrel of the syringe is broken at the edge of the tip base. The broken tip, which is attached to a needle, separated. No other damage or molding defect can be observed in the syringe barrel. DHR of lots 1612249p has been reviewed not finding any annotation or deviation regarding the alleged defect. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Since no molding defect has been found in the sample received and no quality notification happened during manufacturing process of this lot, the root cause of the alleged defect cannot be determined. Visual inspection. Molding: 2 injections per shift. Printing: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Assembly: 32 samples per two hours, after any intervention in the equipment and once at the beginning of the shift. Primary packaging: 1 advance-step (without product) per hour, after any intervention in the equipment, and once at the beginning of the shift. Secondary packaging: 1 shelf-package per pallet. Functional inspection printing: once in the first pallet and once in last pallet of the lot. Assembly: once in the first pallet and once in last pallet of the lot. Primary packaging: once in the first pallet and once in last pallet of the lot. Since no molding defect has been found in the sample received and no quality notification happened during manufacturing process of this lot, the root cause of the alleged defect cannot be determined.